Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo. The review is documented below. [Photo review]: the photo captures the detached stent. No other damage was observed. The reported issue documented in the complaint regarding the stent being impeded in microcatheter hub and could not be pushed into the microcatheter cannot be evaluated based on the photo provided. However, the issue reported regarding the stent being separated prematurely from the delivery wire was confirmed based on the detached condition noted on the stent. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 10071613. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure on (B)(6) 2026, the 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400 / 10071613) was impeded in the hub of the associated microcatheter and could not be pushed into the microcatheter. The physician tried to retract the stent, but the stent component was found prematurely detached from the delivery wire in the y-connector. The physician removed the y-connector and removed the stent. The physician replaced the stent to complete the procedure using the original microcatheter. There was no negative impact on the patient. One photo was included in the complaint. The product analysis team will review the photo. (B)(6) 2026, additional information was received. The information confirmed that the procedure was targeting an aneurysm on the anterior communicating artery. There was no significant vascular tortuosity or calcification observed in the target vessel. Aside from the reported premature stent detachment, there was no damage noted on the stent / stent delivery system. The replacement stent was another 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400). There was no delay to the procedure due to the reported issue.